Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " implant is deteriorated".

Event description:
Physician reported " implant is deteriorated " device has been explanted. This relates to the right side.